Manufacturer narrative:
The actual connectors were not received; however, a photograph was provided for evaluation. No defects or issues were observed through inspection of the photograph. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link needle-free IV connectors ¿came apart¿ during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.